Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The scope presented an e014 error message (cloudy/fogging). There was no image. The light guide bundles were damaged. The metal mesh in the bending tube was damaged. The angulation control lever was hard to turn. There was no angulation. The light guide tube and video cable were aged and crystallized. The switches were out of function. The control section was deformed. The insertion tube was dirty, and the bending cover was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a therapeutic laparoscopic procedure, the endoeye flex deflectable videoscope presented image flashes/flickering while being used with a visera pro video system center. The intended procedure was completed with a similar device. The procedure was not delayed more than fifteen (15) minutes. The patient was not under anesthesia. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the image flashing/flickering likely occurred due to physical stress to the bending section of the cable unit. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.